Event description:
The facility reported a colleague infusion pump with a battery failure. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery failure was not confirmed or reproduced during product evaluation. However, quality engineering stated that service indicated the batteries were outdated and therefore were replaced per procedure. The service history review confirms the problem of outdated batteries. The batteries on the pump were last replaced on 2/28/2006. Therefore, the batteries are over six months old and out of warranty. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for a similar problem. During previous service on 6/8/2009, 8/27/2008, 11/01/2007, 4/18/2007, & 2/28/2006, the batteries and the battery harness were replaced. And during previous service on 10/15/2009 the battery harness was replaced. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.